Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot : unk a1 - a4: patient information was not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the surgical arm did not pass an accuracy test. The surgical arm was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the robotic arm does not go to plan on the left side. All of the screws on the right side are placed according to plan without issue. However, all of the screws on the left side were placed medially. The manufacturer representative confirmed that the soft tissue was not pushing up against the system. The representative also confirmed that the robotic arm check passed without issue. There was no impact on patient outcome.